Manufacturer narrative:
No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2020-04021. 0001822565-2020-04023. 0001822565-2020-04024. Medical product: stemmed nonaugmentable tibial component option cr/ps/lps size 6 item# 00598604702 ; lot# 60213294. Lps art surf ef 5-6/grn 10 ; item# 00599604010 ; lot# 60230406. Unknown nexgen femoral. Foreign report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient experienced metallosis and ongoing illnesses post implantation 15 years post-implantation. Patient states health was compromised. Symptoms include swelling, pain, clicking, warm, and giving out of knees. Multiple invasive tests were given aiming for diagnoses. Patient reports severe body pain, body inflammation, falls, multiple allergic reactions to prescribed medicines, foods, and lotions. Reaction symptoms include severe hair shedding, severe gastrointestinal issues that severely impacted life choices, and the enjoyment of life resulting in social isolation. Thyroid involvement symptoms include headaches, hyperpigmentation. These symptoms have now impacted patient¿s face as well severe burning of scalp and body, round black circles with bumps on both knees at different times, black toenails with ridges, dark round spots all over body, round spots over body without melanin, severe insomnia, disabling fatigue, pain in lower teeth and gums with good oral health per dentist, severe and unintended weight loss of 50 pounds in just over a month. Patient feels body wasting. Attempts to obtain additional information have been made; however, no more is available at this time.